Manufacturer narrative:
It was reported that after some resistance while introducing the 7f brite tip sheath introducer, which the physician attributed to scarring due to several previous interventions, at the end of the procedure when withdrawing, it was noted that the tip of the sheath introducer was damaged and part of it was left in the patient's skin. The fragment was left in the patient and the procedure was terminated. The patient is in good condition. The procedure was a pta of the left femoral artery with presence of thrombus and arterial occlusion. Initially a 4f brite tip introducer was used; however because it was determined that thrombo aspiration was required, the 4f introducer was changed to a 7f brite tip introducer. Dilatation of the skin was not performed prior to introducing the 7f brite tip together with the dilator and therefore he felt some resistance introducing the sheath through the skin as the skin was scarred due to several interventions in the past. After having introduced the sheath, a 7f aspiration catheter was used to perform the thrombo aspiration. At the end of the procedure during control angio it was noticed some black radiopaque material in the puncture channel. After retrieving the 7f brite tip sheath he noticed that the tip of the sheath was damaged and a part of it was left in the patient skin. There were no damages or kinks noticed at any point. The product was prepped according to IFU. There were no leaks noticed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13375492 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non-sterile 7f catheter sheath introducer was received coiled inside a plastic bag. A cracked damaged was observed on the tip of the cannula extending through the whole wall of the tip with fragmentation likely based on the appearance. No additional anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per procedure, an attempt was made to fully insert a lab sample vessel dilator into the cannula; the vessel dilator passed without difficulty through the entire length of the cannula. With sem analysis it was noted that the crack had propagated entirely through the wall thickness of the tip. The fracture surfaces exhibit edges that are uneven and present patterns of ripping on both edges of the failure. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no typical characteristics of this type of damage were observed. The reported event was confirmed; the brite tip sheath was damaged. Controls are in place to prevent this type of failure from leaving the facility. The exact cause of this cracking with uneven edges could not be conclusively determined based on the analysis. Procedural images and all available reported procedural and clinical information were reviewed by an independent interventional endovascular radiologist. Observations: a single cd-rom containing multiple cine files is submitted for review. Access in the left common femoral artery is obtained in antegrade fashion. There is no significant stenosis in the common femoral artery. Previously placed stents in the superficial femoral artery are widely patent as well. There is a focal stenosis in the tibioperoneal trunk. A single vessel posterior tibial artery runoff is noted. The plantar arch fills normally and the dorsal pedal artery fills in retrograde fashion. Following wire traversal of the stenosis, there is thrombosis of the tibioperoneal trunk as well as the posterior tibial and peroneal trunk origins. After angioplasty and thrombectomy there is restoration of flow to these vessels. Following this, multiple interventions are performed in the superficial femoral artery and the tibial vessels. On cine file 57, the arterial sheath is noted to be just within the vessel. The tip of the sheath has fractured and is within the subcutaneous tissues. Conclusion: this case involves a patient undergoing revascularization of the left leg. At the end of the procedure, the treating physician noted that the tip of the brite tip sheath had fractured and was left in the left groin subcutaneous tissue. There is a limited amount of clinical information and images available for review. As per clinical report, the physician had difficulty placing the sheath due to significant scar tissue in the left groin from multiple prior angiogram procedures. Resistance was encountered while placing the sheath. From the limited information available, the review reports that he cannot make a definitive correlation between the clinical event and product malfunction. It is reported that clearly the tip of the sheath fractured but the reviewer cannot exclude technical factors and patient anatomy as the cause of the device failure. When resistance is met when placing a sheath it is often prudent to place vessel dilators to sequentially dilate the vessel entry site to accommodate the larger sheath. This technique may have been helpful in this case. The reported damaged fractured tip of the sheath was confirmed. Based on the characteristics of the distal tip of the returned device noted with analysis, the procedural information and independent film review, it appears that procedural factors and access site characteristics may have contributed to the event. Although a definitive conclusion cannot be made; there is no indication of a relationship to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13375492 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The physician wanted to perform a pta of the left femoral artery and started with a 4f brite tip introducer. The physician had to perform thrombo aspiration as there was some thrombus and the artery was occluded. The physician changed the 4f introducer with a 7f brite tip introducer. He did not make a dilatation of the skin before introducing the 7f brite tip together with the dilatator and therefore he felt some resistance introducing the sheath through the skin as the skin was scared due to several interventions in the past. After having introduced the sheath he used a 7f aspiration catheter to perform the thrombo aspiration. At the end of the procedure during control angio he noticed some black radiopaque material in the puncture channel. After retrieving the 7f brite tip sheath he noticed that the tip of the sheath was damaged and a part of it was left in the patient skin. The patient is in good condition. There were no damages or kinks noticed at any point. The product was prepped according to IFU. There were no leaks noticed.